Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. The customer's blood glucose level was 217 mg/dl. Reportedly, the customer was able to successfully load a new cartridge.